Manufacturer narrative:
Physio-control further examined the removed power pcb assembly as well as the removed battery pins.  Physio observed wear marks on the connector pins of pcb-mounted jack connector, designator j11, of the power pcb as well as wear on the battery pins; however, there was no indication that the observed wear contributed to the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device and did observe that it had experienced seven (7) warm-boots on the date of the event. However, the reported issue of the device shutting down when pressing the code-summary button could not be verified as there were no pushes of the code-summary button logged in the downloaded files. As a precaution, physio-control then replaced the power pcb assembly, battery pins and the battery power cable. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times. The customer stated that this issue occurred while attempting to print the code summary. There was no patient use associated with the reported event.